Event description:
The medical device reporting regulation require that certain device related inforamtion and hospital associated inforamtion reported to the manufacturer and FDA. The submission of this information is without prejudice and does not constitute an acknowledgement or an admission that the subject product malfunctioned or that hospital personnel created any causal connection between the product and the reported death, injury, or serious illness to the patient. Rn reports that tip of the drain snapped off and remained in the left iliac crest (which was a bone transplant site). Patient suffered no ill effects but did have to return to surgery for removal of the tip.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.